Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history review. Product samples were received for evaluation. The complaint samples were visually inspected under normal conditions of illumination according to the procedure. No abnormalities were detected. For functional testing, the sample was tested using the pump to prime the devices as per the instruction of use and no difficulty was detected during the priming and no alarms were activated; the water could pass through the devices. The complaint could not be confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No actions were taken.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that a smiths medical disposable caused a smiths medical pump to alarm. The customer was not specific on what the alarm was showing.